Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent conization procedure on an unknown date and suture was used. During the procedure, the needle was broken at the swage part. There were no adverse consequences to the patient.